Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent occlusion alerts on an insulin infusion set despite multiple supply changes, site rotations, and verification of proper setup, consistent with an obstruction of flow associated with the connector/coupler; blood glucose remained stable and unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, a guided dry run that proceeded without issue, and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem affecting delivery, aligning with an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.